Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event.